Event description:
It was reported that during the implant attempt, the physician had a very difficult time passing the sheath to the right atrium due to a sharp angle. The physician tried several times and used the cut down to change the access point but continued to encounter the problem. After an hour of trying, the physician felt that the lead might be somewhat damaged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.